Manufacturer narrative:
Ketterle, j., rittger, h., helmig, I., klinghammer, l., zimmermann, s., hohenforst-schmidt, w., . . . Schlundt, c. (2015). Comparison of exo-seal® and angio-seal® for arterial puncture site closure. Herz, 40(5), 809-816. Doi:10.1007/s00059-015-4306-3. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are mynx but the catalog and lot numbers are not available. As noted in a literature publication by ketterle et al comparison of exo-seal® and angio-seal® for arterial puncture site closure, herz 2015 · 40:809¿816; report after 24 hours, ultrasound of the puncture site was performed on all patients and false aneurysm was detected in one (1) patient treated with exoseal vascular closure device (vcd) that was treated with thrombin injection. The device was not returned for evaluation. Without a lot number available, the device history record (DHR) review was unable to be conducted. Without the return of the device for analysis or procedural films, the reported event could not be confirmed. The exoseal¿s instructions for use (IFU), which are not intended as mitigation, lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Although a conclusive root cause was unable to be determined, patient and/or pharmacological factors could be likely contributing factors. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore no corrective action will be taken.

Event description:
As noted in a literature publication by ketterle et al comparison of exo-seal® and angio-seal® for arterial puncture site closure, herz 2015 · 40:809¿816; report after 24 hours, ultrasound of the puncture site was performed on all patients and false aneurysm was detected in one (1) patient treated with exoseal vascular closure device (vcd) that was treated with thrombin injection.